Event description:
It was reported that the patient had a lead integrity alert (lia) trigger for an increase in short interval counts (sic), along with the oversensing, noise was seen on the electrogram for the right ventricular (rv) lead. Programming changes were made to the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for lead failure predictor recorded. Ventricular short interval count v-sic of 287 counts in 2.12 days, between (B)(6) 2013. There were five high non-sustained high rate episodes recorded of less than or equal to 187 ms average v-cycle on (B)(6) 2013. A d314trg implantable cardioverter defibrillator (ICD), (B)(6)  2013. A 5076 implantable pacing lead, (B)(6) 2008. A 4193 implantable pacing lead, (B)(6) 2008. (B)(4).